Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2014. During this time a further pad-pak was installed. On (B)(6) 2014 the device recorded one manual power up of ten minutes duration. On (B)(6) 2015 the device failed the weekly auto self-test due to a low battery. On (B)(6) 2015 a further pad-pak was installed. Multiple manual power ups, one of ten minutes duration were observed between (B)(6) 2016. Investigation found the reported fault was attributed to membrane failure. The ten minute time outs would confirm a failing membrane. The fault was witnessed during the investigation and the fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.